Event description:
It was reported that a lead integrity alert (lia) was triggered for noise on the right ventricular (rv) lead. The lead was abandoned and replaced. No patient complications have been reported as a result of this event. It was reported that the implantable cardiac defibrillator (ICD), which was connected to this lead, generated an audible "patient alert" for lead integrity (lia).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4): review of performance data found oversensing.